Event description:
It was reported that the tip of an asahi caravel mc microcatheter had separated during a percutaneous coronary intervention (pci) to treat a moderately calcified chronic total occlusion (cto) in the left anterior descending artery (lad). The catheter fragment was retrieved using a goose neck snare, and nothing was left in the patient anatomy. The procedure was completed with a new microcatheter. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for evaluation with the concomitant asahi sion guide wire. Tip separation was confirmed on the returned caravel mc microcatheter. Microscopic observation found multiple circumferential cracks on the tip polymer proximal to the torn end, which are traces of ductile tearing. At the torn end, the inner jacket was found stretched and the ends of the braids were stuck out. At approximately 60mm from the tip of the sion guide wire, the tip fragment was found. Circumferential cracks caused by stretching of the tip were observed at the proximal segment of the tip fragment. Investigation of the returned microcatheter suggested that the tip segment, which was originally 5 mm in length, had torn off at approximately 2mm from the distal end of the tip, specifically at the junction of the polymer-only segment and the polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal might have been accumulated on the tip of the caravel mc microcatheter while the catheter tip was trapped due to anatomical and lesion conditions. Consequently, the tip polymer was stretched and torn off. Although it was concluded that this event was not attributed to product quality, additional treatment by snaring was considered an adverse patient effect. Given the severe damage observed on the tip segment, a possibility could not be completely ruled out that some tip fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.